Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer sent an email on (B)(6) 2018 indicating she had tss due to use of u by kotex sleek tampon in 2016.